Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that an initial reactive architect hiv ag/ab combo result of 2.21 s/co was generated for a patient sample that retested at 14.79 s/co (reactive) and 0.21 s/co (nonreactive). Testing of the sample using the mindray hiv method was nonreactive at 0.09 s/co. Field service was dispatched to resolve the issue. No adverse impact to patient management was reported.

Manufacturer narrative:
Service cleaned various parts, but determined the diverter unloader assembly was the likely cause and changed the part. No additional issues were reported post replacement of the diverter unloader assembly. Review of isr50997 history identified no contributing factors on or around the date of the complaint, and there have been no subsequent contacts from the customer regarding erratic/discrepant results wherein the diverter unloader assembly was the likely cause. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.